Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day the patient presented to the hospital, but went home the same day. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The same day the patient was treated with intraperitoneal gentamicin (dose, frequency and duration not reported). On an unknown start date, the same month as onset, the patient was treated with oral cipro (dose and frequency not reported). The cipro was discontinued two days prior to receipt of this report. On an unknown date the patient was temporarily placed on hemodialysis due to ¿an issue with the pd catheter¿. At the time of this report the patient was recovered from this peritonitis event and resumed performing pd therapy. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).